Manufacturer narrative:
Investigation: follow up contact with the customer show that they connected the calcium to the return line via a port that is on the blood warmer tubing. The access line was reported as a hickman 7fr (dual lumen) catheter. They connected the access line to the red port which has a larger lumen and the return line was connected to the white port which has a smaller lumen size. The customer also reported that the rinseback screens did not appear as expected at the end of the procedure. Based on the information available in the run data file, the operator selected and confirmed rinseback. As rinseback began the operator was prompted to close the inlet line and pressed continue after they had confirmed that the inlet line was closed. The spectra optia system will not continue with rinseback until the operator has confirmed that the inlet line was closed. Instead of confirming that the inlet line was closed, the operator selected to view the active alarms screen. From the active alarms screen the operator pressed the go back button and then selected the option to end run/disconnect. Based on the available information, the spectra optia system operated as intended and did not complete rinseback due the operator selecting to end the run before confirming that the inlet line was closed. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Event description:
The customer reported that during an mononuclear cell collection (mnc) procedure, a clot was observed in the inlet line. Approximately 167 minutes into the procedure, the rn paused the procedure and disconnected the disposable set at the inlet line to collect a mid-run calcium sample from the patient. While collecting the sample, she noticed a clot in the inlet line. She removed the clot by stripping the inlet line. She restarted the procedure and noticed another clot in the inline line. She stopped the procedure and contacted the on-call physician. Per physician orders, calcium gluconate and magnesium sulfate IV was administered to the patient and post cbc test was collected. The patient is in stable condition. The customer declined to provide the patient's identifier and does not have the patient weight available at this time. Patient's weight information is not available at this time. This report is being filed due to medical intervention in the form of calcium gluconate and magnesium sulfate IV.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. The machine was evaluated at the customer site by a terumo bct technician. Return, inlet,centrifuge, and column pressure sensors were all verified within manufacturer specifications. All pressure sensors were recalibrated as a precaution. Pump rotor occlusions and proper operation and function of all valves was verified. An autotest and saline run were completed successfully and the issue could not be duplicated. No problems were found with the machine. Root cause: the root cause of the clotting in the inlet line is undetermined. Based on the information available from the customer, the run data files and the returned disposable set, it cannot be ruled out that the clotting in the set could have been due to some patient-specific characteristics that made this patient more susceptible to clotting during the procedure. The root cause for the volume discrepancy is inconclusive. It is possible that there were clumps exiting the collect port during the collection phase that were not captured in the images which could have contributed to the low product volume. Although the spectra optia system is typically robust when handling extended system pauses,this particular patient may be more susceptible to clotting and it was recommended that the customer consider preventing any extended pauses that could allow for un-anticoagulated blood to sit in the tubing between the manifold and the patient for longer than 1 minute. It was also recommended that they also consider consulting with a physician to determine if administering aspirin or ibuprofen before the procedure would be a safe option to help prevent clotting during the procedure.

Event description:
The customer was unable to give the patient's identifier or weight.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. The following observations were noted:- no clots were observed in the inlet line and in the 3 to 1 manifold- both inlet line trap and the filter in the return reservoir were clotted- clots were noted in the channel as well as in the return line based on the available information, it is unclear if the clots observed in the returned set were present during the procedure or if the clots could have formed post-procedure during the shipment of the set. The run data file (rdf) was analyzed for this event. Multiple access pressure alarms and system pauses were noted throughout the procedure, which is in alignment with clotting in the inlet line. It is unclear if the clotting began before the system pauses, or if the clotting was the result of multiple system pauses. It cannot be ruled out that the clotting could have begun when the pumps were paused for approximately 2 minutes when the operator was checking the patient¿s calcium levels. Per the customer, there was another collection performed on the next day for this patient. It was completed successfully, but clots were found in the access line when they removed the patient. Clots were also noted in the collection bag from day 2. Per the customer, post-procedure clotting studies indicated that the patient had no hypercoagulability issues. Investigation is in process. A follow-up report will be provided.